Event description:
It was reported that the patient passed away. Although the outcome was not considered to be device or therapy related a cause of death could not be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. No autopsy was performed, and the device was not explanted for evaluation. It was reported that the customer will not be providing additional details related to the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. This document lists potential adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.